Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03300. It was reported that the patient was experiencing ineffective therapy. X-ray imaging confirmed both leads had migrated. As a result, surgical intervention was undertaken where the leads were explanted and replaced. Issue resolved.